Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Reactions appeared negative as reported by the echo. Some of the wells appeared to have a fuzzy appearance around the red cell buttons. Controls performed as expected. The customer did not perform the requested troubleshooting of the manifold or repeat testing along with a known positive sample. No additional information provided by the customer.

Event description:
A customer reported that unexpected negative results were obtained for a patient on the antibody screening assay on galileo echo instrument (B)(4).